Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - aibonito rd 721 km 0 3 po box 1389 aibonito, 00705 puerto rico; baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago, 30106 costa rica. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred during use of a one-link needle-free IV connector. The device was being used with an unspecified infusion pump and a baxter extension set. The reporter stated that during infusion, the pump presented an occlusion alarm. An attempt to flush the setup was unsuccessful, and the medication was disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.